Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6) , UDI#: (B)(4), product type recharger g2. Foreign: ca. H3. Analysis of the returned recharger found that the adapter cable was defective with a broken power supply connector and was cut/fraying with exposed inner cables. The antenna cable was defective/frayed, and the recharger did not charge an implant properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a broken piece on the end of the recharger. The recharger kit was replaced with the wireless recharger model, and the issue was considered resolved. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.